Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported from information obtained by the clinic that the patient was seen in office and interrogation of the implantable cardioverter defibrillator (ICD) was fine. There was no telemetry issue with the ICD. It was found to be an issue with the patient's remote monitor. The ICD remains in use and a new remote monitor was ordered for the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5554-53 lead, implanted on (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was unable to get any green lights on the telemetry portion on the monitor. Troubleshooting steps were taken to no avail. The patient was referred to clinic for follow up. The monitor is still in use. The device is still in use. No patient complications have been reported as a result of this event. It was reported that there was a possible telemetry issue with the implantable cardioverter defibrillator (ICD) as the patient was unable to get any green lights on the telemetry portion on their monitor. It was noted that troubleshooting steps were taken to no avail. The ICD remains in use. No patient complications have been reported as a result of this event.